Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited undersensing approximately 6 days post implant. The ra lead remains in use. It was reported that right ventricular (rv) lead impedance measurements exhibited decline from implant. The rv lead remains in use. No patient complications have been reported as a result of this event.